Event description:
On 5/21/97, the pt informed the MFR's clinical specialist that the homecare nurse did not routinely flush both sides of the device for the first three months after implant. When he recently assumed self-care for flushing the device, one side was occluded. A dye study was performed on 5/20/97, and it was determined that the one side of the device was totally occluded, but the second side was patent. The pt stated that only after numerous needle sticks and flushing attempts was the radiologist able to obtain a blood return from the patent side of the device. The radiologist informed the pt that the patent side of the device would eventually clot off also. When the pt returned home on 5/20/97, he was instructed to flush and heparin lock the device again. The pt was unable to aspirate a blood return at that time. The pt was requested to know what he should do. The MFR's clinical specialist recommended the pt discuss this problem with his physician as soon as possible. Additionally, the MFR's clinical specialist suggested the pt provide the physician with the MFR's telephone number if he had questions. No further details were provided at this time.

Manufacturer narrative:
On 6/20/97, the physician informed the MFR's rep. That the device was explanted on 6/5/97, due to an infection which was not related to the device or a device malfunction. The physician stated that the occlusion of the device was due to thrombus at the tip of the device catheter. Additionally, the physician stated that to his knowledge, the device was not being returned to the MFR for analysis. A trend analysis was performed on similar incidents for this cat/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available, the pt's infection was not device related. The occlusion of the device was caused by a thrombus at the tip of the device catheter; however, how the thrombus was introduced to the tip of the device catheter is unk; therefore, no conclusion can be drawn as to the cause of this event. No further details are available. The MFR's investigation of this incident is inconclusive. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.